Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pediatric patient was using a receiver approved only for adults. It should be noted that the dexcom g4 platinum continuous glucose monitoring system states: the dexcom g4 system is not approved for use in children or adolescents, pregnant women or persons on dialysis. The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was attempted but could not be performed because the receiver would not communicate on the functional tester. The receiver case was opened for further evaluation. An interior inspection confirmed the reported event of an overheating receiver. The root cause was determined to be a defective component in the printed circuit board.

Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015, the receiver was overheating. No additional event or patient information is available.